Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor was unable to power up. The monitor case had extensive damage, causing the montiro to be unable to connect to a battery and damage to the boards. The root cause of the damaged case was physical abuse. No adverse events occurred from the damaged monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor was unable to power up.